Manufacturer narrative:
The bipap a40 pro (frx3100s14) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A patient's ventilation was started around 7pm on (B)(6) 2024 and 10 minutes later the ventilation stopped abruptly, along with 2 beeps. The patient's son noticed that the screen went black. The on-call technician replaced the device, and the faulty device was restarted and quarantined. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.